Manufacturer narrative:
Event additional information received; it was reported a type ia located in the vamc2622c150tj device was the cause of the rupture medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the videos provided; however, the cause or type of endoleak could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. Although a type ia endoleak cannot be completely ruled out, there was no obvious contrast leakage proximally on the videos provided. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. This was likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia and endurant stent grafts were implanted in the patient for the emergency treatment of a ruptured 60mm thoracic aortic aneurysm. It was reported the proximal device was implanted directly below the left common carotid artery. Etew2424c82ej was implanted distally, and then, the vamc2622c150tj was implanted proximally. Coil embolization of the left subclavian artery was performed and it was confirmed that there was no antegrade blood flow. At the end of the procedure, a small type IV endoleak was thought to have occurred. Four days post procedure it was reported the patient had hematemesis due to rupture of the chest mass, and emergency tevar was performed under cardiac massage but the patient expired. Per the physician, the cause of the rupture was either due to a type IV or a type ia endoleak no additional clinical sequalae were reported and the patient has expired.